Event description:
A 39 year old male in outpatient surgical ctr maxillary and left sphenoid sinus surgery, septoplasty and nasal tip plasty. While md using the sickle knife in the nose, snap heard, when instrument removed from the nose, the md & scrub noticed a portion of the blade missing from the handle. Surgeon unable to locate the blade visually and x-ray done immediately. Located tip and md removed piece of blade. At that time a cerebrospinal fluid leak was noted from the area of the cribri-form plate. Md attempted to seal/patch leak but leak continued and pt admitted to another facility for lumbar drain placement for diversion and observation.